Manufacturer narrative:
The event of "uti" is considered an unexpected adverse drug experience. The event of "uti" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported injecting a patient with a juvéderm® ultra xc into the lips. The patient was concomitantly injected with 38 u of botox® into the upper face (forehead, glabellar and around the eyes). 2 days later, at night, the patient reported that the tongue was tingling and numb. The patient denied difficulty swallowing or shortness of breath. The patient took benadryl® and it seemed to resolve, but then returned. The patient followed-up with the doctor 4 days later and was told to be dehydrated, the patient¿s ¿potassium along with some other labs were low¿ and was told to have ¿an uti¿; the event of uti is not related to the device. The patient then had to go back to the ER due to the heart rate racing and anxiety; the patient was put on prednisone. The patient has been to the ER 3 times. Additionally, the hcp reported that the patient is having "pretty good symptoms" for which the patient is "very worried about". The patient feels to have botox® poisoning. The patient doesn't feel like it is the filler, but the botox®. The hcp talked to the patient who reported feeling "about to die", weak, and have tachycardia. The patient is also experiencing ¿eye droop¿, ¿tongue swelling and cheek puffiness¿, ¿and has lost 9 lbs from the feelings of weakness¿. The symptoms are ongoing.